Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of under 20 mg/dl at the time of the incident. The customer had 4 low incidents in the course of two and a half months. The customer was at 32 mg/dl on the 2nd incident, and below 20 mg/dl the next two times. The customer was given glucagon shots, juice, gel sugar, and intravenous dextrose to treat. The customer experienced symptoms such as seizures. The last incident was on (B)(6) 2017 and paramedics did not have to come out. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.